Event description:
It was reported the physician accessed the epidural space at t1-2 with the first trial lead and was attempting to position the lead. It was reported the pt's tolerance for the operating positioning and the discomfort felt caused the physician to abandon the trial procedure. It was reported there was no injury, and no allegations o f the product malfunctioning. In addition, it was also reported the pt desired to attempt another trial procedure, however, the physician had not decided if a second trial would be attempted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.